Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced an inappropriate shock due to noise on the lead. Subsequently, the lead was capped and a new lead implanted. The patient was in stable condition.